Event description:
This is regarding the amo complete moisture plus multi-purpose solution recall. I had run out of the product I usually use and purchased amo complete for my contact lense use. Not sure how long or how much of the solution I had used, as I only wear my contacts a couple of times of week. In 2007, after wearing my lenses for about 10 hours, I noticed my left eye getting red and yellow puss was developing in the corner of that eye. I was on my way to the airport for a trip out of town and went to a pharmacy for help, where the pharmacist could only offer over the counter eye drops. Since I happened to have an old bottle of eye antibiotic, I used that over the course of the week and it did clear up. When I got back into town I saw my doctor, as there was a pronounced bump on the white of my left eye and he diagnosed it as a "conjunctival cyst" and I was told to just keep an eye on it -no punn intended-. Since this episode, I have continued to use amo complete and do get some irritation and eye watering and occasional small amounts of yellowish "stuff" in the corner of my eye, but I was assuming it was due to my age and a possible increasing inability to tolerate contact lenses. I now wonder if it is the complete solution. Dates of use: two months in 2007. Diagnosis: for optical contact lens usage. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.